Event description:
A customer contacted beckman coulter regarding a part of failed carrier which was ejected from the gp centrifuge and struck a user on the nose. As per the customer the user had a small scratch on the nose and did not seek any medical attention.